Event description:
Per oos, this sys was removed due to infection. Per rep, this pt had several invasive procedures prior to this implant. The day after the implant, this sys, and all other invasive ports and implants, were removed because the physician could not identify the site. The physician does not consider this sys to be the cause of the infection. Lumax 340 hf-t, MDR 1028232-2008-01609. Corox otw 85-bp, MDR 1028232-2008-01611.